Event description:
Pt arrived for mediport removal. When removing device, metal disc was obtained, but white catheter was not attached. Chest x-ray obtained and pt sent to x-ray special procedure for removal of retained catheter.